Event description:
The following has been reported: "always stating "reload cassette, tubing set is misloaded" even when reloading new cassette". A preliminary review of the logs shows the following: mechanical hardware failure (av sticky valve). There was no active infusion delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The issue was due to contamination causing sticking of the fva vale pins. The issue was resolved with a thorough cleaning by the customer.